Event description:
It was reported that the left ventricular (lv) lead had dislodged. During revision, the guidewire would not advance. The lv lead was explanted and replaced. There were no adverse health consequences, the patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported event of dislodgement and inadequate capture was not confirmed, while the guidewire advancement issue was confirmed. As received, a complete lead was returned for analysis. The s-curve hump height was measured, and it was within product specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead noted procedural damage of the inner coil at the s-curve region. The cause of the reported guidewire advancement issue was isolated to damaged inner coil at the s-curve region.

Event description:
New information received indicated that high capture thresholds were noted on the left ventricular lead. Diagnostic imaging was performed confirming dislodgement.